Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The system was subsequently explanted. The patient outcome was unknown.